Event description:
A user facility charge nurse (cn) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided through follow-up with the cn. The blood leak was reportedly caused by the fresenius 2008t machine, as the blood pump rotor damaged the blood pump segment of the combi set tubing. The incident occurred approximately sixty to ninety minutes into the treatment. There was an unspecified alarm from the machine, and when the technician went to address the alarm, they noticed blood dripping from the blood pump. The cn said the bloodline was inspected prior to use, and no damage was noted on the tubing at that time. There were no unusual noises coming from the blood pump rotor during treatment and/or during the prime. The decision was made not to return the patient's blood, which resulted in approximately 250 ml of blood loss. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine was removed from service for evaluation, and the blood pump rotor was replaced. The sample was not available to be sent back for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.